Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Manufacturer narrative:
This has been identified as a duplicate report of 1818910-2015-17922. This report, 1818910-2015-17804, needs to be rejected. 1818910-2015-17922 will be kept for investigation purposes.

Event description:
Patient was revised to address tibial subsidence and loosening at the cement/implant interface. Depuy cement was used at the time of original implantation.